Event description:
Pt reported obtaining a blood glucose result of 308 mg/dl, while using the suspect device. Pt indicated that blood glucose was retested, on a physician's blood glucose monitor, with a result of 140 mg/dl. Pt noted that, 1 minute later, blood glucose measured "hi" (> 600 mg/dl) on the suspect device. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.